Event description:
It was observed that during the device evaluation, the generator exhibited error e433 in the error log due to a component failure of the vibration plate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue is caused by a component failure of the vibration plate, but the root cause of the component failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.